Event description:
It was reported that a patient underwent a robotic total laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the lights were blinking on the device and there was insufficient drive of the disposables. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The cause of unit running noisy and having blinking lights was due to a misalignment between the cpc coupler and cpc connector. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of six medwatches being submitted as six devices were involved in this event. See also medwatch 2210968-2012-02755, 2210968-2012-02756, 2210968-2012-02757, 2210968-2012-02758, and medwatch 2210968-2012-02759. The same patient is represented in each medwatch.